Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy red rash under the ECG electrodes. The patient's physician recommended that the patient end use of the lifevest. The medical outcome of the irritation is unknown.